Event description:
During a routine follow when the device was interrogated, two episodes of oversensing were found. The physician decided to add a separate sense/pace lead in 2009.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.